Event description:
It was reported the programmer locks up while trying to do thresholds. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main processing unit (mpu) circuit board needs replacement. It was also noted that the electrocardiogram (ECG) connector was loose and the display was off color. Concomitant products: product ID 229047 analyzer product ID 2067 rf (radio frequency) head. (B)(4).